Event description:
It was reported that, during set up for treatment, when one (1) opsite flexifix 5cmx10m ctn 1 was taken out of the carton, it was confirmed there were a lot of holes in line on the film. Treatment was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal reference case-(B)(4).

Manufacturer narrative:
It was reported that, during set up for treatment, when one (1) opsite flexifix 5cmx10m ctn 1 was taken out of the carton, it was confirmed there were a lot of holes in line on the film. Treatment was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem. The sample has not been returned for evaluation, therefore we cannot establish a relationship between the product and the reported event, or identify a definitive root cause. The probable cause remains unknown. Factors may include. Human error during the manufacturing process. The line on which these dressings are produced will stop in the event that a quality issue is identified, at which point the line should be cleared of any potentially affected dressings. It is possible that the reported holes in the dressings has been missed by the operator during this line clearance and subsequently packaged along with unaffected good dressings. Strict quality checks remain in place to minimise the likelihood of re-occurrence(s) of this issue. A complaint history review revealed a number of similar instances in the last 12 months. There is nothing to indicate this is outside of acceptable rates of occurrence. The manufacturing records show no contributory factors relating to the reported event, confirming that the device was released according to the final product specification, with no non-conformances or deviations associated with this lot. No further actions by smith & nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith & nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.